Manufacturer narrative:
Concomitant medical products: 4396 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope with a heart rate that was below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate setting. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4396 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope with a heart rate that was below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate setting. The crt-d remains in use. No further patient complications have been reported as a result of this event.